Event description:
I.m. Nail broke at some unknown point post surgery and required additional surgery to repair. Additional information was required from the hospital, but none was received. No indication of product defect, cause appears to be non-union.

Manufacturer narrative:
Model# inv-084-imp-079-100380 or inv-115-imp-079-100380. Lot# inv-084-imp-079-100380 or inv-115-imp-079-100380. D6: if implanted, given date: unknown. Device manufacture date: 08/2002 or 12/2003.